Event description:
Patient presented to the physician with an infection at the chest incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection at the chest incision site, and the ipg is now exposed. Physician prescribed additional antibiotics. Physician brought the patient into the or a week later, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed.